Event description:
A cartridge change error was reported with the pump, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer technical support guided the caller through inspecting and cleaning the pump's cartridge and pneumatic tap area, ensuring the o-ring was properly placed and undamaged. The caller successfully loaded the cartridge and resumed insulin delivery following the instructions provided.